Event description:
Event description guidant received information that following the external cardioversion of the patient with this pacemaker, a pause in pacing was observed on a surface electrocardiogram (EKG). Also, there was no asynchronous pacing response noticed during magnet application. Pacing at the lower rate limit (lrl) was observed shortly after the magnet was removed. Device interrogation did not reveal any resets and measurements were within normal limits. Later, review of rhythm strips indicated the atrial lead was not capturing the myocardium and was over-sensing ventricular events. Later still, the patient reported both atrial and ventricular leads were replaced with a competitor's secondary to dislodgement.